Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using a coolcore applicator to the lower abdomen on (B)(6) 2016 and the right and left upper abdomen on (B)(6) 2016 and (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. Ph was diagnosed on (B)(6) 2017 and described as the tissue was described as bulky tissue more than before the treatment and firm. And there was visible enlarged tissue volume over the treated area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using a coolcore applicator to the lower abdomen on (B)(6) 2016 and the right and left upper abdomen on (B)(6) 2016 and (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. Ph was diagnosed on (B)(6) 2017 and described as the tissue was described as bulky tissue more than before the treatment and firm. And there was visible enlarged tissue volume over the treated area.